Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08730 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized three times due to over and under doses. The customer high blood glucose level was in range 55 mg/dl to 300 mg/dl. Customer has been experiencing low blood glucose for about 2 months. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the drive support cap appeared normal. Customer does alleged insulin pump was over delivering. Customer treated for using libre continuous glucose monitoring. The insulin pump, reservoir and infusion set will be returned for analysis.